Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported (B)(6) during a procedure on 05 dec 2018 (reference MFR. Report: 1627487-2018-12999) diagnostic testing revealed high impedance on the lead. Additionally, patient chose to get a MRI conditional system. In turn, the lead was explanted and replaced with a new lead. Reportedly, the issue was resolved and therapy was resumed postoperatively.